Event description:
Correction to initial medwatch, should read: it was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Patient also had another device explanted, a model 2900, which is not reportable as this device is sold internationally only. No further details were provided.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. Patient also had another device explanted; no further details were provided.

Manufacturer narrative:
In 2009, no response has been received from the surgeon despite repeated attempts by email to contact for return of product and additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.